Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A needle was found in the jaws of instrument one. The needle was observed to have no visual abnormalities under microscopic inspection. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection for the three instruments. Sheering was observed on the toggle switches when observed using microscopic inspection for instrument one. The instruments were loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for the three instruments. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a tlh procedure, the needle falls out of the device after several passes and does not pass it from one side to the other even without any serious problem of applied pressure. To correct this condition, they stopped using the device and used a regular strand of suture. Current patient status is okay. There was no unanticipated tissue loss or blood loss of 500cc or more.